Event description:
It was reported by the representative that during a diagnostic laparoscopic procedure the tsw35 only fired and cut halfway down the cartridge. A second instrument was opened and the case was complete. There was no consequence to pt.